Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump is unable to complete the rewind sequence. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that when the act button is pressed, the pump does not go to reservoir set up and does not rewind. The customer indicated that they have a back up plan which is a new pump that needs to be programmed. Customer will call back with that information to have their new pump programmed.